Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, they dropped their receiver and since has not had any readings. No additional event or patient information is available.